Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited varying battery longevity estimates. Seven months prior 1.5 years remaining was displayed, three months prior less than 5 months remaining was displayed and currently one year remaining was displayed. Technical services (ts) discussed and noted that it was likely one year remaining that was accurate. No adverse patient effects were reported.